Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition of essure device/ unsatisfactory position of left essure coils, insert ws curled and loops upons itself'), pregnancy with contraceptive device ('without obtaining the essure confirmation test. She had an uneventful pregnancy and delivered,'), premature rupture of membranes ('premature rupture of membrane') and threatened labour ('threatened preterm labour') in an adult female patient who had essure (batch no. Log57621-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "the insert is curled and loops upon itself". The patient's medical history included multigravida and parity 5. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion hospitalization), threatened labour (seriousness criterion medically significant) and genital injury ("it was located adjacent to left fallopian tube at the left cornual region and injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, premature rupture of membranes, threatened labour and genital injury outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, genital injury, pregnancy with contraceptive device, premature rupture of membranes and threatened labour to be related to essure. The reporter commented: on the right side 3 trailing coils were visible and on the left 2 coils were visible following satisfactory essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unsatisfactory position of the left essure coil. The insert is curled and loops upon itself. It is located just adjacent to the left fallopian tube at the left cornual region. Lot number reported log57621 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant corrections done. Event "device ineffective" were added. No new follow-up information was received from the reporter. We received a invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition of essure device/ unsatisfactory position of left essure coils, insert ws curled and loops upons itself'), pregnancy with contraceptive device ('without obtaining the essure confirmation test. She had an uneventful pregnancy and delivered,'), premature rupture of membranes ('premature rupture of membrane') and threatened labour ('threatened preterm labour') in an adult female patient who had essure (batch no. Log57621-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the insert is curled and loops upon itself". The patient's medical history included multigravida and parity 5. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion hospitalization), threatened labour (seriousness criterion medically significant) and genital injury ("it was located adjacent to left fallopian tube at the left cornual region and injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was hospitalized from (B)(6) 2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, premature rupture of membranes, threatened labour and genital injury outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, genital injury, pregnancy with contraceptive device, premature rupture of membranes and threatened labour to be related to essure. The reporter commented: on the right side 3 trailing coils were visible and on the left 2 coils were visible following satisfactory essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unsatisfactory position of the left essure coil. The insert is curled and loops upon itself. It is located just adjacent to the left fallopian tube at the left cornual region. Lot number reported log57621 is not valid most recent follow-up information incorporated above includes: on 12-jul-2021: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition of essure device/ unsatisfactory position of left essure coils, insert ws curled and loops upons itself'), pregnancy with contraceptive device ('without obtaining the essure confirmation test. She had an uneventful pregnancy and delivered,'), premature rupture of membranes ('premature rupture of membrane') and threatened labour ('threatened preterm labour') in an adult female patient who had essure (batch no. Log57621) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the insert is curled and loops upon itself". The patient's medical history included multigravida and parity 5. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion hospitalization), threatened labour (seriousness criterion medically significant) and genital injury ("it was located adjacent to left fallopian tube at the left cornual region and injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, premature rupture of membranes, threatened labour and genital injury outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, genital injury, pregnancy with contraceptive device, premature rupture of membranes and threatened labour to be related to essure. The reporter commented: on the right side 3 trailing coils were visible and on the left 2 coils were visible following satisfactory essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unsatisfactory position of the left essure coil. The insert is curled and loops upon itself. It is located just adjacent to the left fallopian tube at the left cornual region. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Event "without obtaining the essure confirmation test. She had an uneventful pregnancy and delivered," rupture of membranes, threatened preterm labour and device physical property issue added. Lot number, reporter information, patient demographic, lab data and rcc was added.case became serious and medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition of essure device/ unsatisfactory position of left essure coils, insert ws curled and loops upons itself'), pregnancy with contraceptive device ('without obtaining the essure confirmation test. She had an uneventful pregnancy and delivered,'), premature rupture of membranes ('premature rupture of membrane') and threatened labour ('threatened preterm labour') in an adult female patient who had essure (batch no. Log57621-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "the insert is curled and loops upon itself". The patient's medical history included multigravida and parity 5. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion hospitalization), threatened labour (seriousness criterion medically significant) and genital injury ("it was located adjacent to left fallopian tube at the left cornual region and injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, premature rupture of membranes, threatened labour and genital injury outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, genital injury, pregnancy with contraceptive device, premature rupture of membranes and threatened labour to be related to essure. The reporter commented: on the right side 3 trailing coils were visible and on the left 2 coils were visible following satisfactory essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unsatisfactory position of the left essure coil. The insert is curled and loops upon itself. It is located just adjacent to the left fallopian tube at the left cornual region. Lot number reported log57621 is inv. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jul-2021: quality safety evaluation of product technical complaint. We received a invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.